Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter was blocked during use. The following information was provided by the initial reporter: "the issue reported was that the fluid would not pass through the filter. Per the report, they found a filter with a different lot number that worked fine."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by customer that "fluid would not pass through the filter.." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20127e lot number 21069500 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter was blocked during use. The following information was provided by the initial reporter: "the issue reported was that the fluid would not pass through the filter. Per the report, they found a filter with a different lot number that worked fine."